Manufacturer narrative:
The pacemaker is ok and within specifications both in regard to the connection system and the electronics. The analysis did not show any deviations from the specification that could be related to the clinical observation. There were no indications of a material defect or manufacturing error for either the pacemaker or the leads.

Event description:
Ous MDR - muscle twitching has occurred in the patient, mode switched after several reprogramming attempts (partially to unipolar) and then vvi, the twitching could be stopped for a while but reoccurred after a short time. Electrical lead values are in normal range. During trouble shooting, the problem was suspected not only in the leads but possibly also in the header of the pacemaker. After the twitching occurred again, the physician decided to explant the entire system.